Manufacturer narrative:
Product event summary: manufacturer's analysis was unable to confirm the customer comment that the external pulse generator (epg) would not turn on. It was indicated that corrosion and contamination were found throughout the epg. Corrosion/contamination was found on the main printed circuit board (pcb), keyboard flex, encoder flex, display flex and display power cable, upper case, lower case, display assembly, all internal screws, two case screws, encoder assembly and knobs, and the red and white wires on the display. These parts were replaced and the epg passed final functional and system tests. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the external pulse generator (epg) did not turn on. The epg was returned for service. There was no patient involvement.